Event description:
The patient reported last device check was 2 months ago/understood "seriously low battery". Patient had scheduled appt. For followup next month. Indicated device was beeping daily until "about 2 days ago" and is now "feeling hard heart beats" in the morning and feels he is no longer being paced. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.